Event description:
Hcp reported the pt went into withdrawal "summer 2003." The pt experienced nausea, vomiting, diaphoresis, and increased pain. The pt switched physicians, according to the pt, the pump stopped working. There is no documentation of rotor studies or catheter dye studies performed. The pt insisted the pump be stopped and removed. The pump was explanted in 2003 and returned to the MFR for analysis.